Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 failed in the station. A field service engineer found the magnet had fallen out and required a new insep replacement to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 4 failed. The customer tried to recover storage space and manually pressed to open and close the drawer, but it was not as successful and a restart of the machine was also attempted, yet the issue persisted, preventing the drawer from opening. This incident resulted in a delay in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.